Event description:
I purchased a heat patch called "heat treat" body warmer. I have used these types of products before but not this one. After reading the directions, I placed the patch inside my shirt where the warmth would be on my lower back. I applied the patch at 7:00 am. The patch is good for 12 hours but I showered about 3:00pm that afternoon. Soon as the water hit my back I screamed. I got out of the shower and looked at my back in the bathroom mirror. I had a large red "square" exactly the size of the patch and in the center was raw skin and blood. I had no indications of any problem until that time. I went to walgreens and purchased some ointment for burns, came home and placed a gauze bandage over the burn. Yesterday, the pain was unbearable and the sore was oozing. I could not get into my doctor until today. After she examined me, I was told I have a second degree burn. I was given four prescriptions, two for the actual burn, one to soothe, one antibiotic, one for pain and another to use in about ten days to hopefully keep it from scarring. So I lost a half a day of work to go to the doctor, (B)(6) for the doctor, 4 prescriptions totaling (B)(6), gauze pads, and tape just because an unsafe product like "grabber mycoal heat treat" is allowed to be sold. If an adult received a second degree burn from this product, my god, what would it do to a child? I am contacting this company if I can find any information on them and let them know what they did to me and that I have written to you and will also consult with our family attorney. This product needs to be removed from the public at once. Dose or amount: one pad. Frequency: 2 x day. Route: epidural. Dates of use: (B)(6) 2008 (7 hours). Diagnosis or reason for use: to relieve lower back pain. Grabber mycoal aka heat treat- claims instant relief that last "12+" hours.